Event description:
The following has been reported: the event log shows that error 51 has occurred 9 times this month but would not present when carrying out function testing. Power supply board replaced. Reporting due to the referenced issue as a conservative measure. No adverse event information was reported (reported from a fresenius kabi market unit). More information is needed to complete the investigation.